Event description:
Caller reported malfunction on pump. There was no reported adverse impact to customer¿s blood glucose level. Cts provided pump reset information, assisted caller with resetting the pump, and instructed continued use if malfunction code did not recur. Caller acknowledged instructions and agreed to call back if issue persisted.